Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery. Pre-dilatation was performed using a 3.5x15mm nc emerge balloon catheter. A 2.50 x 20mm synergy xd drug-eluting stent was subsequently advanced for treatment; however, it failed to cross the lesion, and the stent balloon ruptured. The procedure was cancelled, and the patient remained stable. No other issues were reported.